Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: battery compartment crack and leak.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history did not reveal any power issues recorded. On examination, the battery compartment was noted to be cracked. There was no evidence of moisture in the battery compartment. A leak test revealed a leak in the battery compartment. The battery cap returned with the pump for investigation was intact without damage. The battery cap did not secure properly to the pump and would not maintain a proper electrical connection. The battery cap was evaluated and the measurements were found to be within specifications. The pump was exercised for 24 hours without alarm or power issue. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible. The pump was opened for investigation and did not reveal any evidence of damage, defect or moisture inside the pump.